Manufacturer narrative:
(B)(4). The device was serviced by a service technician. This is an ancillary service event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Visual inspection, functional testing, and an alarm log review were performed. The f-66 alarm was identified during testing and alarm log review. The cause of the condition was determined to be a damaged central processing unit board (cpu). No repairs were performed; the device was removed from service. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump had an f-66 alarm (malfunction with the supply voltage of cpu circuitry). No additional information is available.